Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that during treatment of a right ophthalmic artery sidewall aneurysm, an lvis stent was unable to be retrieved at the proximal end of the microcatheter. The device was "pulled with a larger strength" and the pusher broke. The stent was left at the proximal end of the microcatheter. The pusher, stent, and microcatheter were removed without further incident. No patient injury or intervention were reported. The patient is reported to be fine.

Manufacturer narrative:
The device was returned for evaluation. The lvis stent was noted to be deployed in the hub of the microcatheter. The stent was removed from the microcatheter; no visual defects were noted. The stent was re-loaded into the microcatheter using a different pusher; however, upon tracking, the pusher distal marker band broke. Based on the investigation and provided information, the complaint of a broken pusher can be confirmed; however, the specific root cause of this complaint is unknown.